Manufacturer narrative:
Zimmer complaint (B)(4).

Event description:
It was reported that the implant had damaged threads and needed re tapping. Tooth site #21 (universal).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned, and the reported events were unverifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for a similar event and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.